Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. While crossing the lesion, the proximal tip became separated and was removed fractured from the patient. The procedure was completed using an alternate device. There were no patient complications.